Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an ultratome xl sphincterotome was used during a polypectomy procedure. According to the complainant, during the procedure, the physician attempted to bow the ultratome xl sphincterotome with a guidewire inserted and it would not bow. The procedure was completed with a second ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - unable to bow. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).